Event description:
Medtronic received information that this was the first of three transcatheter bioprosthetic valves that were not successfully implanted. It was reported that this valve dislodged out of the annular position during the removal of the delivery catheter system (dcs), possibly after the dcs nose cone became caught on the bottom of the valve. The second valve dislodged from the annulus after release from the dcs; there was no observed or suspected reason for the dislodgement reported. A third valve was placed in too deep a position, resulting in severe paravalvular aortic regurgitation. An attempt to reposition the valve with a snare was unsuccessful. It was reported that the patient became hypotensive, so another manufacturer's transcatheter bioprosthetic heart valve was implanted within the third valve. The first two valves also were not explanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that severe paravalvular leak (pvl) was noted after dislodgement of the first two valves. The third valve had been positioned low in the left ventricular outflow tract (lvot).

Manufacturer narrative:
The device history record for the valve and the lot history record for the delivery catheter system (dcs) were reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A root cause of the dislodgement could not be determined from the available information; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the dcs. The clinical observation did not indicate a potential manufacturing issue, and indicated that it could not be determined if the dcs nose cone had caught on the bottom of the valve. The corevalve instructions for use (IFU) instructs the user to verify that the catheter tip is coaxial with the inflow portion of the valve prior to withdrawal of the dcs post-deployment. It is unknown whether the user noted tension while trying to withdraw the dcs or followed the IFU to check the frame loops before withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).